Event description:
Event description guidant received information that this transvenous implantable lead was capped due to elevated pacing thresholds and intermittent loss of capture. A new defibrillation lead was successfully implanted. This coronary sinus implantable lead was an attempted implant due to the patient's anatomy.